Event description:
It was reported that the forceps no longer can be opened during procedure. The procedure was not successfully finished since the surgeon was not able to remove all the samples. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).